Event description:
A customer contacted baxter's technical service center reporting an air bubble in the patient line by the transfer set during therapy on a home choice (hc). The home patient (hp) had a check patient line alarm. The technical service representative (tsr) instructed the hp pull up/down on the lines near the door, close/open the transfer set, slide the patient line clamp down the line and check the lines for kinks/air. The alarm repeated. The tsr advised the hp would need to start over with new supplies. The tsr assisted the hp to end therapy. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2012 regarding the check patient line alarm and the air in the patient line. The hp stated, she did not notice anything other than the air in the line at the time of the alarm. The hp stated she followed up with the peritoneal dialysis nurse (pdn) regarding the alarm and the air. The hp resumed therapy on the cycler without problems. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a air in the tubing-without alarm was found to have an undetermined cause. The problem cannot be confirmed due to no use error described by the patient, the sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee. The source of the air is undetermined.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. If additional information becomes available, then a follow up MDR will be submitted.